Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system has been producing high power for the past few days. A log file was provided to the technical service representative and trajectories consistent with device thrombosis were observed. No additional information was provided.

Manufacturer narrative:
Additional information: analysis of the system controller log file provided by the account confirmed an increase in pump power and estimated flow; however a specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation between the left ventricular assist system (lvas) and the report of suspected pump thrombosis and elevated lactate dehydrogenase (ldh). Beginning on 23dec2017 pump power and estimated flow appeared to increase, operating between 7.9 to 10.2 watts and 10 to 12 lpm, respectively. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. It was believed the patient had chronic pump thrombosis. He had a history of pump thrombosis and occasional power elevations have been the norm. However, compared to the baseline 5.5 to 6 watts from oct2017, the elevations have been more frequent and sustained. The patient¿s ldh also rose from a baseline of 200 u/l to 369 u/l. The patient did not have any dark urine of symptoms of heart failure. An echo was done to assess for lv unloading. The patient ldh was 202 u/l at discharge, but rose up to 272 u/l. The patient would continue to be monitored and was bridged with lovenox for an inr of less than 2.5. The patient remains ongoing on the device and no further events have been reported at this time. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that the patient had issues of chronic thrombosis that were previously unreported to the manufacturer. Additional information regarding prior admissions and treatments were not provided.